Manufacturer narrative:
Correction of catalog # from 7211010 to 7211010s.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Complaint of pump malfunction could not be reproduced. Product passed functional testing with no faults or errors. Product passed functional testing during 6 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump pressure become intermittent or fluctuate. All functions perform as expected. Pressure readings were normal throughout burn-in on wet station. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Factors which could have contributed to the reported event include cannula settings, crimped inflow tubing, and air in the cassette. Please refer to the operations/service manual part number 1061600 for troubleshooting if poor or erratic pressure performance is observed. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.

Event description:
During the sad/acj procedure the pump failed on numerous occasions causing a delay. Pressure did not register on the unit and the pump had to be restarted four times. Operating time was one hour and had to be abandoned. There was severe swelling in the chest, trapezoidal region and whole upper arm, so the acj procedure could not be performed.

Event description:
There was no further operative intervention.